Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a pair of the medi-trace defibrillator pads. The customer stated that the 1310p defibrillator pads did not deliver a shock to the pt. The customer reported that the pt was able to be successfully resuscitated.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.